Event description:
It was reported that during a gastrectomy procedure, the deployed staples seemed to be malformed at the second and third firing. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.